Event description:
Cormet revision.

Manufacturer narrative:
(B)(4). Patient notes, medical history, explant, x-rays to be requested, so incident can be investigated. Incident reported due to cormet cup but this device was coupled with a large diameter modular head not released for sale in the USA. This is outside USA.